Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a currently (B)(6) pt who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. Approximately four years prior to reporting, the pt began using dentures. Her denture adhesives of choice were super poligrip original and fixodent control. On an unk date, the pt "was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion attributable to fixodent control and super poligrip original and she now suffers from profound and permanent neurological and other injuries" which had left her "unable to perform her normal, customary and daily activities." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip original is mfg in (B)(4), and neither the product nor lot # for this product is available. (B)(4).